Event description:
Dexcom g6 sensor inaccuracy: 3:37pm g6 reading 111, finger stick reading is 65. That is a mard of 70.8%!

Event description:
Additional information received from reporter on 09/12/2025 for report mw5175696. Dexcom g6 sensor inaccuracy: 10:23am g6 reading 83, finger stick reading is 191. That is a mard of 56.5%!